Event description:
A report was received that the patient developed an infection at the implant site and was experiencing a lot of pain after a previous revision. The physician believed the infection was not device related. The patient was prescribed antibiotics and will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 15334889, description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the patient's symptoms includes redness at the incision site.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician believed that the infection was procedure related in which an additional incision was made to do a decompression at a different level during previous surgery. Infection was not due to the device implant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection at the implant site and was experiencing a lot of pain after a previous revision. The physician believed the infection was not device related. The patient was prescribed antibiotics and will undergo an explant procedure.

Event description:
A report was received that the patient developed an infection at the implant site and was experiencing a lot of pain after a previous revision. The physician believed the infection was not device related. The patient was prescribed antibiotics and will undergo an explant procedure.